Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-05665. It was reported that balloon rupture occurred. The target lesion was located in the common iliac vein. Two 18-6/5.8/75 xxl¿ esophageal balloon catheters were advanced for dilation in unknown order, but both balloon catheters ruptured. The procedure was completed with another xxl balloon catheter. No patient complications were reported and the patient's status was fine.